Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: model number/catalog number: sc-8336-50. Serial number: (B)(6). Batch/lot number: 7089657. Model/catalog description: coveredge 32 surgical lead kit 50 cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) implantable pulse generator (ipg) was replaced due to difficulty charging. Postoperatively, the patient was reported to be doing well and experiencing good stimulation coverage. No product will be returned for analysis, as device return is not permitted under the centers policy.